Event description:
The pt claims that the graft was implanted on 8/21/86 for an abdominal aortic stenosis. On 8/15/94, the graft was patched due to an aneurysm, and was left in. On 7/30/97, the graft was explanted due to an aneurysm, and was replaced by a hemashield graft. The pt spent 5-days in ICU, and was then discharged. The pt's condition was ok. Note: although this event of 7/30/97 was not reported to meadox by the hosp, the pt stated that he is reporting the event because he was concerned with the product and was told by doctor to contact meadox for info related to these concerns. 12/29/1997: co has now learned from the doctor that the graft was only partially explanted due to a pseudoaneurysm, and not a true aneurysm, which the doctor stated to not be any fault of the graft. The explant was not retained for evaluation and the doctor had not reported the 7/30/97 incident because, as previously stated, the pseudoaneurysm was not device-related, but related to the pt's condition. The remainder of the graft still in the pt is ok. The pt's present condition is good.